Event description:
The preliminary information provided in the case report form seemed to indicate a pt with previous failed rf treatment for wpw was treated with cryo energy to an accessory pathway. The heart block resolved completely after 30 hours and the pt was subsequently discharged from hospital. No less of delta waves during the first 7 cryomapping, in cryomapping number 8, a 3rd degree av-block was recorded with temperature around -32 degree c. Injection was stopped but conduction didn't recover. Conduction was present over the accessory pathway. The pt was sent to ICU for monitoring for the next 24 hours. The injury is considered serious because of prolongation of hopitalisation for monitoring. An expert medical opinion from cryocath's medical advisor indicated that the catheter may have caused or contributed to the event. Even though the catheter did not malfunction, and was used consistent with its approved labeling. The intended use is ablation cardiac arrhythmias. Cryocath technologies concluded that this incident is to be reported to the FDA.